Event description:
A strategic account director called to report that during a meeting with the director of supply chain, she heard that one of their facilities may have had a pt with breakdown while a flexi-seal was in use. The strategic account director contacted the sales rep for that territory and she attempted to obtain add'l info. The sales rep reported on (B)(6) 2013 she was not able to locate the clinician that may have originally reported the complaint. The sales rep stated she spoke to a wound ostomy continence nurse who works at the facility and she reported that she was not aware of any product related skin breakdown. The sales rep was contacted again on (B)(6) 2013 and she stated she was unable to obtain a clinician name and unable to obtain anything add'l info than what was originally reported. The fms product in question and corresponding product code was obtained via sales records.

Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Note: the actual date of event is unk, so the date used was the date convatec became aware.